Event description:
It was reported that (1) mcl20 was used during a bowel resection procedure. It was reported by the rep that the surgeon used the instrument to clip vessels in a bowel resection. The clips advanced, however, clips were reported not to have formed properly and were not ligating the vessels. It is unknown how the case was completed. There was no consequence to pt.